Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate high voltage therapy. Elevated pacing impedance was observed on the right ventricular (rv) lead and rv lead damage was suspected but could not be confirmed visually. The rv lead was capped and replaced in order to resolve the event. The patient was stable following the procedure and there were no adverse consequences.